Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned a high bilirubin result for 1 neonate patient tested on a cobas b 221 instrument compared to a cobas 8000 system. The patient was tested on the b 221 system and the bilirubin result was 350 umol/l. The patient was tested on the cobas 8000 system and the result was 231 umol/l. The result of 231 umol/l was believed to be correct. There was no allegation that an adverse event occurred. No medical decisions were made based on the result in question. The bilirubin lot number and expiration date were not provided. The customer has not had any issues with calibration or qc results.

Manufacturer narrative:
It was determined the affected measurements were performed on two different samples. The system performance data show no indication of an issue. Based on the data provided, a sample related issue is not indicated. No errors were observed and there were no indications of an aspiration issue. The instrument was calibrated before and after the event and qc results were acceptable. The investigation was unable to find a definitive root cause.